Manufacturer narrative:
Device was received with a blank display, problem isolated to electrical board. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify button keypad anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working. The customer stated that the keypad was not responding. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. The customer stated all buttons were not responding as they once did. Customer stated block mode was inactive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.